Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation wasn't working. Co-2 would not stay in leg. Opened a new kit, insufflation worked fine.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw# (B)(4). The device was returned to the factory for evaluation on 02/19/2025. An investigation was conducted on 03/11/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the condition of the device, the reported failure "no flow" was not confirmed. The lot # 3000433587 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.